Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with one syringe juvéderm vollure¿ xc in the cheeks. 9 days later, the patient experienced ¿swelling, induration and erythema¿ at the injection sites. The patient was treated with doxycycline the day symptoms appeared and hyaluronidase 3 days later. The patient had a skin test done which came back positive for nodule. The symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional data: b.5., h.6.

Event description:
Symptoms resolved 1.5 weeks post onset.